Event description:
Health professional reported, "lap-band that eroded with port infection and pt complaining of pain and never having any restriction." This event was first noticed when "pt felt a pop in the stomach followed by abdominal discomfort and 3 weeks later went to the emergency room." Pt's visit to the emergency room was due to complaint of abdominal pain, explant physician treated the pt with antibiotics intravenously and removed the lap-band system. Health professional added that pt had not done any follow-up for the past 4 years.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2013. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the partial implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Infection, erosion, and pain are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional info has been reported to allergan regarding the serial number or catalog number. Device labeling addresses the possible outcome of erosion, infection, and pain as follows: "there is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery, after the use of gastric irritating medications, after stomach damage and after extensive dissection or use of electro-cautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection, or abdominal pain. Re-operation to remove the device is required." "Re-operation for band erosions may result in a gastrectomy of the affected area. Eroded bands have been removed gastroscopically in a very few cases, depending the degree of erosion. Consultation with other experienced lap-band system surgeons is strongly advised in these cases."